Event description:
Pt admitted to hosp from nursing home with nausea, vomiting, distended abdomen. Pt taken to surgery. Feeding tube tip found in small bowel. Pt expired 3 days later. Feeding tube was not inserted in this facility. MFR, model #, serial #, are not known.